Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event with an infusion set as it came off when the patient was swimming in the pool. No further information available.